Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited an impedance that was slowly rising over time with multiple out of range impedance measurements in the svc vectors. Noise was created with isometric testing. Capture and sensing were otherwise normal. A dft test in the rv vector was successful. The device was reprogrammed. The patient would be monitored.